Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that he had reached out to customer and briefed him on the next steps, explaining that a broken lid unlike a broken or stuck cubie did not require a technician dispatch. Tss advised him to work with the pharmacy to either have someone with pharm admin rights de assign the cubie at the cabinet or have the pharmacy send a destock label so the cubie could be popped out. Once completed, customer would request a new fill cubie for the same item that was returned with the broken lid. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid did not open when tried to issue medicines to a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.